Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Expiry date: 07/2025.

Event description:
It was reported that during an angioplasty procedure through common femoral artery contralateral approach, the device allegedly twisted. It was further reported that the device allegedly failed to inflate. The procedure was completed using the same device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via contralateral approach, the device allegedly twisted. It was further reported that the device allegedly had inflation issue. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One fluoroscopic image was provided and reviewed. The image showed an angioplasty balloon inflated along presumably the right superficial femoral artery. There was a focal area of a ¿napkin-ring¿ defect in the balloon suggesting that the balloon had twisted at this location. Therefore, the investigation is confirmed for the reported balloon twisted upon inflation as a twist was seen on the balloon from the fluoroscopic image. A definitive root cause for the reported balloon twisted upon inflation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.